Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the following information that was received was all over the phone with the healthcare provider (hcp) and the only information that the company representative (rep) had was what physician this event was about. The company representative (rep) further stated that this was a physician at a large hospital group. They would not be able to obtain request for further event information regarding patient information and logs. The physician told the company representative (rep) that when she updated the pump, she re-interrogated it and the alarm prompt was gone. The hcp assumed just by updating, exiting the app and powering down the tablet, that it corrected the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that a patient supposedly allowed their pump to run dry, and upon coming in for a refill, the empty reservoir alarm did not silence during the update. The healthcare provider attempted to interrogate the pump, silence active alarms, and proceed to the finish screen but was unable to update the pump as it indicated no changes were made. It was unclear if the silence active alarm switch was toggled to green before proceeding to the update screen. The resolution involved educating the customer and providing information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section e has been updated to provide the correct initial reporter information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.